Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the daily check printouts and was not able to reproduce the complaint because it was intermittent. Fse replaced the 3-way substrate valve and resolved the leakage. Fse also proactively replaced the substrate syringe because it was showing a wear problem. The fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 18sep2021 through aware date 18oct2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 6: assay preparations provides information on how to address substrate errors during daily check. The most probable cause of the reported event was due to the faulty 3-way solenoid valve.

Event description:
A customer contacted fse and reported ¿substrate background check failures¿ on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.